Event description:
A barcode on a patient sample was misread by an advia centaur xp instrument. The sample rack was ejected because the misread barcode did not match any patient sample identification numbers in the worklist. The sample was reloaded on the same instrument, which read the barcode correctly and processed the sample. There are no known reports of patient intervention or adverse health consequences due to the misread barcode.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse informed the customer that the barcode reader was functioning correctly, and requested that the customer clean their barcode printer and check their barcode label quality, as the operator's manual recommends that labels be grade a or b quality. The cause of the barcode misread is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.